Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a burning sensation at the ins site and pain in their whole back suddenly. The patient reported they had an ins revision on (B)(6) 2018 as the ins was tilted sideways. No further complications were reported.